Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the ambient light was not secured by the correct gasket and detached during maintenance. This happened when the technician took off the cover to tighten the screws. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other . Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the ambient light was not secured by the correct gasket and detached during maintenance. This happened when the technician took off the cover to tighten the screws. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturing site and indicates the ambient light detached due to a defect of locking caused by the breakage of fastener tabs. Such breakage can be due to an excessive strain or a loss of mechanical properties. The infiltration of cleaning and disinfectant products combined to a tensile stress can cause the breakage. There are mentioned several recommendations & warnings regarding cleaning in the user manual #nu 0158102. To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: direct spraying of chemicals products on the endo light module. Prolonged exposure to detergents and disinfectants solutions. High concentrations. Exposure to heat during the cleaning procedure. Prohibited products. It is recommended to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Manufacturer undertook the corrective action preventive action plan CAPA (B)(4) & the design change request e091217 to improve the fastening of concerned optical part & developed a new module made of silicon, to improve the compatibility with aggressive cleaning agents. The kit is available under reference ard 368335998 / pwd / hld700 silicone ambient light kit. The nit 220 and the fsn msa/2014/002/iu. Informing about a potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective, it should be replaced using the new silicon module ard 368335998. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).